Manufacturer narrative:
. E3: occupation: cath lab supervisor the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete..

Event description:
Terumo received the following reported information: the procedure performed was a left heart cath with percutaneous intervention, left radial access, and the patient received a coronary stent. After the case, this tr band was placed on the left wrist, and it did not hold pressure immediately. They had to hold manual pressure to stop the bleeding and were successful in placing another tr band with the same lot number and it was left on patient and removed same day according to protocol. The band did not hold any air at time of placement; therefore, the nurses had to rush to put another band on the patient and was fine. The blood loss was less than 250cc. The device did not have noticeable damage and was not manipulated. The product was stored in cabinets in each cl room and on carts in the hallway. There was no inspection of the possible leak location.